Event description:
Foley catheter would not empty into canister. On inspection, it was found that the inside of the bag was adhered to the tube where the urine was supposed to empty, when registered nurse (rn) tried to pull bag away from the tube to allow urine to drain, the bag tore. No harm to the patient or the nurse was reported. The foley was discontinued without any further issues. The defective foley was discarded by staff.